Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported seeing a power on reset (por). No falls/trauma were related. This had occurred since the day after implant. The patient also had not had symptom relief since implant. The patient was redirected to their healthcare provider (hcp) to have the device checked. Indication for use was gastrointestinal/pelvic floor.

Event description:
The patient called again stating that she has had less than 50% symptom reduction since implant. The patient stated that the trial system worked very well for her, but the permanent implant has not worked as well. The patient reported having tried programs 1, 3, and 4 however the patient has not had success with these programs. The patient increased stimulation from 1.7 to 2.2 and confirmed feeling stimulation in the correct area, but the patient has not had adequate therapeutic effect. At time the patient goes through 4 pads each day and sometimes the patient has a complete loss of control. The patient planned to follow-up with her healthcare provider (hcp) to try and resolve the lack of therapeutic effect.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The managing physician was notified of the incident on (B)(6) 2017. The steps that have been taken to resolve the lack of therapy since implant were changing the settings of the patient programmer (pp) to a new level.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that, as recommended by the manufacturer representative, the patient had increased the amplitude until it was painful and then decreased that feeling slightly to try and resolve the lack of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.